Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Other text: not received.

Event description:
Litigation papers allege the patient had elevated cobalt and chromium ion levels in her body which contributed in part, if not completely to her development of cancer. On (B)(6) 2012, she was diagnosed with serous cell, wulerian type ovarian and peritoneal cancer that had spread to the liver and rectum. Papers also allege the hip failed to achieve proper bone growth into the cup and thus failed to achieve proper fixation.